Manufacturer narrative:
Company representative evaluated the system and verified the problem. Corrections included readjusting the canister gaskets and the problem was resolved.

Event description:
Customer reported the as3000 anesthesia delivery system would not switch from manual to auto ventilation, which may have affected anesthesia monitoring. No pt injury was reported.